Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl which was treated with insulin pump. Customer states that blood glucose was 400 mg/dl and sensor glucose was 75 mg/dl. Customer mentioned that sensor glucose and blood glucose difference was not within the acceptable range. The insulin pump not will be return for analysis.